Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen issue, the bumper pad on the cartridge compartment was peeling. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that display was dim and discolored. This report is made based on results of investigation completed on 08/27/2015.